Event description:
Expired tidal volume was not registering appropriately on machine. It was varying from 800 - 900 to 100 - 150. The I:e ration alarm was also blinking. Pt was not receiving preset volume. This ventilator was changed out and there was no injury to the pt. This piece of equipment was a rental and the co was notified and they exchanged it with another piece of equipment of the same type.